Event description:
The user received questionable results for calcium on the integra 800 analyzer. The event involved 12 patient samples. Eleven patient samples gave discrepant calcium results. The initial calcium results for these patient samples were flagged by the customers laboratory information system (lis) as not matching previous calcium results for these patients. Patient sample 1, the initial calcium result gave 10.3 mg/dl. The sample was repeated yielding a calcium result of 9.4 mg/dl. Patient sample 2, male, (B)(6) of age. The initial calcium result gave 10.7 mg/dl. The sample was repeated yielding a calcium result of 9.0 mg/dl. Patient sample 3, female, (B)(6). The initial calcium result gave 10.5 mg/dl. The sample was repeated yielding a calcium result of 9.1 mg/dl. Patient sample 4, male, (B)(6). The initial calcium result gave 11.1 mg/dl. The sample was repeated yielding a calcium result of 8.4 mg/dl. Patient sample 5, male, (B)(6). The initial calcium result gave 10.5 mg/dl. The sample was repeated yielding a calcium result of 9.2 mg/dl. Patient sample 6, female, (B)(6). The initial calcium result gave 11.8 mg/dl. The sample was repeated yielding a calcium result of 10.1 mg/dl. Patient sample 7, male, (B)(6). The initial calcium result gave 11.2 mg/dl. The sample was repeated yielding a calcium result of 8.7 mg/dl. Patient sample 8, male, (B)(6). The initial calcium result gave 10.4 mg/dl. The sample was repeated yielding a calcium result of 9.5 mg/dl. Patient sample 9, female, (B)(6). The initial calcium result gave 10.1 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 9.1 mg/dl. This repeat calcium result of 9.1 mg/dl was called as a corrected result. Patient sample 10, female, (B)(6). The initial calcium result gave 11.7 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 9.6 mg/dl. This repeat calcium result of 9.6 mg/dl was called as a corrected result. Patient sample 11, female, (B)(6). The initial calcium result gave 11.9 mg/dl. This result was reported outside the laboratory. The user repeated the sample on (B)(6) 2010 which yielded a calcium result of 8.9 mg/dl. This repeat calcium result of 8.9 mg/dl was called as a corrected result. There were no erroneous results reported outside the laboratory for patient samples 1 through 8. The calcium reagent lot number was 62601901. No patients were affected by this event. The field service representative found a problem with sample pipetting. He replaced valves. Instrument diagnostic checks were run to verify analyzer performance.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.